Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing confirmed that the imaging system would not pass the standalone mode when starting. Indicating that a replacement interface (umbilical) cable was required. A replacement interface (umbilical) cable was sent to the site on 29 october 2014. After replacement; the imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found that the interface (umbilical) cable experienced a frame rate error and failed the bench testing. There was a broken cable wire on the lemo end. This confirmed an electrical failure due to a damaged connector. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a procedure, when attempting to power on the imaging system. The system remained in stand alone mode and that the pendant displayed a red x for the viewing station. Stating that the viewing station was connected bit not ready. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.